Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On 05-june-2024, it was reported that patient report high blood glucose and at the time of incident the blood glucose level was 22 mmol/l. The patient also admitted and got health related issue to high blood glucose diabetic ketoacidosis and coma. The length of hospitalization is 2 days. No further information available.

Manufacturer narrative:
(B)(6). Patient country: netherlands.